Manufacturer narrative:
The device was returned to olympus and the evaluation found evidence of a caution lamp for tube obstruction, or caution alarm for tube obstruction that cannot work. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
The high flow insufflation unit was received by a third-party and returned to olympus for repair. During inspection of the device by olympus, the evaluation found evidence of a caution lamp for tube obstruction, or caution alarm for tube obstruction that cannot work. There was no reporting of patient involvement with this event. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the caution lamp and alarm for tube obstruction failure could not be determined. It is possible that the caution lamp and alarm did not work because the tube was clogged. Olympus will continue to monitor field performance for this device.